Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was investigated. Metallic shorting inside a component on the circuit board caused the device to power on and immediately power off, or not power on. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6).

Event description:
The customer reported the device turns on briefly but shuts down after a short time. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., other, other text: initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6) device not returned.

Event description:
The customer reported the device turns on briefly but shuts down after a short time. No patient impact or consequences were reported.